Event description:
It was reported that during a procedure a monolyth oxygenator exhibited a po2= 35 mmhg and the blood appeared dark. The oxygenator was changed out with another monolyth oxygenator and the procedure was continued without further incident. No pt injury.